Manufacturer narrative:
The implant date and lot number were unable to be obtained through good faith efforts. The data was obtained through a review of the surgical history previously provided by the physician. The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. Neither the reported patient symptoms or device performance allegation can be confirmed. Based on the information available, a conclusion code of no problem detected was assigned to this investigation.

Event description:
It was reported that the patient was unable to pump his implant as the product was not inflating correctly. An inflatable penile prosthesis (ipp) replacement surgery was performed to address the problem. There was no air or holes found in the device. After surgery, the patient is good.